Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that after an unk amount of time in use the locking mechanism no longer held the tracheostomy tube and flange in place. A tracheostomy tube change was performed. No adverse effects to pt were reported.